Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two sprinter legend rx ptca balloon catheters (1.5mm) were used to treat a severely calcified lesion in the mid lad with 85% stenosis the devices were inspected before use with no issues noted. Negative prep was not performed. Resistance was encountered when advancing the devices, it was reported that the lesion was hard to get through. Excessive force was not used. The devices did not pass through a previously deployed stent. It was reported that a balloon rupture occurred on the second inflation. The balloon was not over dilated. As the balloon expanded the contrast leaked out. The balloon was withdrawn and exchanged for a new sprinter legend rx and the same issue happened again. No patient injury reported.

Manufacturer narrative:
Balloons were inflated to 10atm. If information is provided in the future, a supplemental report will be issued.